Manufacturer narrative:
Attempts to contact the physician for additional information were made; however, no response was received from the physician. No information available regarding the product that was involved. The physician did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended. Date of event and implant date: only the year was provided.

Event description:
It was reported by the patient that the lap band eroded into the patient's stomach. The patient had the gastric band implanted in 2012. From 2012 to 2017, the patient lost 25 lbs when it was discovered that the gastric band eroded into patient's stomach. The patient went from 225 lbs to 130 lbs within 2 months. The patient was throwing up "spit and bowels". The gastric band was loosened before the band was removed a week after.